Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # 575c89. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage, with a reload (a) loaded in the device and a second reload (b) present. The reload (a) had the proximal 1 driver up with staples protruding, the remaining drivers down with staples present and a swing tab in the locked position. The reload (b) had the proximal 6 drivers up, the remaining drivers down with staples present, the swing tab in the locked position and the knife not completely within the doghouse. The reload swing tabs were reset in order to fire the reloads. The device was tested with the returned reloads and fired without any difficulties. The staple lines were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing the knife not to return completely to its home position. Please refer instructions for the use as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 575c89, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic small intestine resection, there was a difficulty in loading the cartridge at 3rd firing on feea. The knife did not move forward. The device was used on the ileum. Another device was used to complete the case. There were no adverse consequences to the patient. . No further information is available.